Manufacturer narrative:
(B)(4)a batch review will be performed for potentially associated lot number(s) h13k14046, h14a09029, h14a22089, and h14a27021. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but was not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k14046, h14a09029, h14a22089, and h14a27021 with no issues noted during the manufacturing processes. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.